Manufacturer narrative:
Film evaluation summary: the reported endoleak noted on follow up CT was confirmed ; however, the endoleaks subtype and cause of the event could not be determined from the still images provided. The previously reported type ib endoleak had been treated with the additional endurant limbs and a non-medtronic stent and no distal endoleak was observed. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Complete post-implant cts including earlier CT images were not available for a more thorough assessment of the stent graft in vivo configuration and comparison over time. Selective angiograms, including endoleak interrogation ( injecting contrast from different levels within the stent graft) was not provided, making determination of the endoleak difficult. The observed endoleak could have been type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from adjacent stent(s) abrading the bifurcate near the level of the flow divider is a potential root cause. Equally, this could have been a type ia endoleak, as contrast appeared to be present at the level of the proximal stent graft margin and there was contrast observed further distally in the aneurysm sac. It is possible that the angulated neck may have been a contributory factor in the reported endoleak, but t his could not be confirmed. Analysis of the available films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c93ej, serial/lot #: unknown, ubd: unknown , UDI#:unknown; product ID: etlw1610c156ej, serial/lot #: unknown, ubd:unknown , UDI#:unknown; product ID: etlw1610c124ej, serial/lot #: unknown, ubd: unknown, UDI#:unknown. Section b3: asked but unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that approximately 4.5 years post-index procedure an endurant limb etlw1610c156ej was implanted in the right limb to treat a type ib endoleak. A further endurant limb etlw1610c124ej and a non-mdt bare stent graft were implanted approximately 2 years and 10 months later in the left limb to treat a suspected type ib endoleak. Subsequent follow-up on an unknown date CT revealed an endoleak from the proximal side of the main body and the leg, and based on the imaging findings, it was presumed to be type iiib. Another intervention was carried out approximately 8 years and 11 months post index procedure where an endurant cuff etcf2525c49e was placed in the main body of the endurant ii stent graft and 16-16-55 non-medtronic limbs were implanted in each leg. Per the physician the cause of the type ib and type iiib endoleaks are undetermined. No additional clinical sequelae were provided and he patient is fine.